Manufacturer narrative:
The customer's complaint of the thermogard xp ivtm system sn(B)(6) )displayed a tcmid:02 (ce danfoss error) message was confirmed during the functional testing and the event log review. The root cause of the reported complaint was a malfunctioning danfoss module, likely attributed to the device's aging. The thermogard system was manufactured in 2015 and is over eight years old. Upon visual inspection, no physical damage was noted. The event log review indicated a tcmid:02 error on the reported event date, confirming the reported complaint. The thermogard system failed the functional testing due to tcmid:02 displayed upon powering up, confirming the reported complaint. The danfoss module was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6) .

Event description:
The customer reported that the thermogard xp ivtm system sn (B)(6) displayed a tcmid:02 (ce danfoss error) message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.